Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hospitalized high readings. The customer's blood glucose value was 70 mg/dl. The customer stated that he changed the battery and the charger blinked red. The customer declined to troubleshoot for low readings. The product was not returned for analysis